Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient said they put the charger onto the dock on wednesday and on saturday when they tried to recharge they noticed the rectangular lights, were lit, it, looked like it was becoming charging but when they took it off of the dock and pushed the power button it did nothing, no lights, it was completely dead. Patient said she has tried rebooting it by holding down the power on/off button for 45 seconds on and off the dock but that did not resolve the issue and pt confirmed the green dock light was on when it was has plugged in, pt said they tried other outlets toos but it does not work. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.